Event description:
It was reported that patient difficulty charging the implantable pulse generator (ipg) and will not hold a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return.